Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient experienced broken teeth and gum damage due to the aligners. Patient states that their dentist said that they were never a candidate for the aligners. Aligner treatment stopped.